Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the battery had an issue on alarm, and no information about error code. Subsequently they switched the automated impella controller (aic), as follows there is a need of replacement of the device. No patient injury was reported. The patient outcome is stable.

Manufacturer narrative:
Corrections: h6 component code g04035 changed to g0201201 and g07001. The investigation for the communication issue has been completed. The device and logs were returned and evaluated. The communication issue with the power battery manager during boot up was observed and determined to be caused by pbm corrosion, due to leakage of the electrolyte from the battery failure alarm super capacitors.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.